Event description:
On (B)(6) 2014, the reporter stated that he is out of work due to an infection that started at his injection site. On (B)(6) 2013, the consumer stated that his arm became infected. On (B)(6) 2013, the consumer had surgery and has been out of work since surgery and will be out of work for several more months. Additional information received via telephone on (B)(6) 2014, the consumer stated that he was in the hospital on two separated occasions for this incident. On (B)(6) 2013, the consumer was admitted to the hospital and was discharged on (B)(6) 2013. The second visit was an over night stay, few days after being discharged, the consumer experienced an abscess that was lanced. On an unknown date the consumer had two ultrasounds and has been going to wound care for about two months now. No further information is available.

Manufacturer narrative:
No products has been received to date, if product is returned, analysis will be conducted.